Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The generator has been returned and evaluated by the failure analysis team. The reported failure (m-11 error occurred monopolar socket 1 energy activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that an error on the iesu generator when activating a monopolar curved scissors (mcs) instrument on the universal surgical manipulator (usm)3. The customer received phone support from the intuitive surgical, inc. (Isi) technical support engineer (tse) to determine the cause of the issue. The isi tse confirmed several related errors in the logs. The isi tse advised the customer to power cycle the iesu and connect the power cord. It was reported that power cycling the iesu did not solve the problem, and the error still occurred when activating monopolar energy. The customer has elected to use an external generator instead. The site was completed the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The customer did switch to a 3rd party generator to resolve the issues. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the issue with the iesu generator. The isi fse then replaced the iesu. The complaint was confirmed based on the field evaluation. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.